Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter pulled out of the hub when uncapping the needle. The following information was provided by the initial reporter: "20g bd insyte autoguard IV catheter pulled away from the needle when uncapping. Potential to unknowingly insert needle into vein without catheter for IV administrations."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter pulled out of the hub when uncapping the needle. The following information was provided by the initial reporter: "20g bd insyte autoguard IV catheter pulled away from the needle when uncapping. Potential to unknowingly insert needle into vein without catheter for IV administrations."